Event description:
Description of event: according to the reporter, during a total ventricular atrio channel correction procedure, the disposable plate was glued to the back (dorsal region) of the patient. However, the burn was on the patient's leg. As shown on the photo report, the patient received 2nd degree burn, bullous lesions on the left leg, on the shin, characteristic of a burn shown small bubbles. It was unknown whether the rem pad or handpiece caused the burn on the leg because the surgery is cardiac, and the accessories were used on the chest area and not on the leg. The cautery pen was also visible in the photo as damaged and melted insulation. It was confirmed from the follow-up that the cautery pen used was non- (B)(6) device. The patient was discharged normally. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).